Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. According to the patient¿s spouse, on approximately 06/22/2025, while at church, the patient¿s sensor failed and the patient¿s spouse removed it. A new sensor was not put on at this time. Shortly after sensor removal, the patient became unresponsive. The patient¿s spouse called emergency medical services (ems) and attempted to treat the patient with glucose tablets. However, the patient had difficulty swallowing and was drooling. Once the patient was at the emergency room (ER), the patient¿s bg meter reading was 44 mg/dl. The patient was treated with (2) glucagon injections and (2) IV glucose doses. After treatment, the patient¿s bg level increased to 50 mg/dl but the patient was still unstable. Therefore, later the same day, the patient was transferred to a second medical facility. At the second facility, the patient was given another glucagon injection and further unspecified treatment. After several hours, the patient regained consciousness. The patient was discharged on 6/23/25. The patient was ¿feeling fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.